Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported a decrease in performance. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011.

Manufacturer narrative:
(B)(4).